Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was impossible to see sensor electrode after they removed bent or refracted sensor cannula. Customer reported that they did receive sensor updating and sensor signal not found messages. Calibration was rejected. Customer had to replace the sensor. Adhesive tape was pealed off after 24 hours. The sensor will not be returned for analysis.